Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that during device check, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a CT code and an lc code. It was also noted that the device battery was at 2% remaining. Boston scientific technical services (ts) discussed the CT code indicating a charge time out where the device was not able charge to full energy in 44 seconds. The lc code indicated a long charge due to the charge time being greater than 20 seconds. Review of device data found the codes were triggered during an automatic capacitor reformation. The device was explanted and successfully replaced. No additional adverse patient effects were reported.